Manufacturer narrative:
No product was returned; therefore, an evaluation could not be performed. Review of the device history record confirmed this lot met mfg requirements prior to shipment. Based on the info provided to st jude medical, the cause for the reported event could not be conclusively determined.

Event description:
It was reported that an angio-seal was selected for use. Forty-eight hrs later, the pt experienced a pseudoaneurysm. Manual compression was applied. The pt hosp stay was extended. No additional info is available.